Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the sensor wire was missing from the housing puck. Due to the sensor wire not being provided with the returned applicator, further evaluation was unable to be performed. Therefore, the complain of a missing sensor wire was confirmed; however, a definitive root cause could not be determined.